Manufacturer narrative:
It was confirmed during evaluation of the battery housing that rubber seal (o-ring) in the lid of the battery housing is missing due to chemical attack on the housing that occurred as a result of improper sterilization practices including improper rinsing, or use of improper concentration of a basic disinfectant. Based on a review of risk documents, the o-ring can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents.

Event description:
It was reported that by service technician that the rubber seal is missing from the system 6 aseptic battery housing door. The event was found at the service floor of manufacturer facility therefore no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.